Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, mildly calcified, 70% stenosed, proximal right coronary artery. A 3.50 x 38 mm rx multi-link 8 stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion, met resistance and would not cross. Resistance was felt with the lesion while trying to pull the sds back slightly. Once the sds was pulled back slightly, the proximal end of the stent implant was flared. The sds was removed from the anatomy, additional pre-dilatation was performed with a 3.50 x 20 mm non-abbott balloon dilatation catheter, and the procedure was completed with the successful deployment of a new 3.50 x 38 mm rx multi-link 8 stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.